Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia repair. According to the reporter, the mesh was placed to the patient and the suture broke when it was pulled by the device. An extra piece of mesh was added to the product and the case was completed. There was no patient harm. The operating time was not extended. There was no tissue damage. Nothing fell into the cavity. There was no excessive bleeding. The item was discarded by the consumer. There was no further information provided.